Manufacturer narrative:
An event of "exertional dyspnea", "acute coronary syndrome ", "acute decompensated heart failure " and elevated mean pressure gradient was reported. A more comprehensive assessment could not be performed as the device still remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019, a 21mm sjm trifecta valve was implanted in the aortic position, and the post-operative mean pressure gradient (mpg) was 10mmhg. On (B)(6) 2022, the patient was hospitalized for exertional dyspnea and treated conservatively for acute coronary syndrome (acs) and acute decompensated heart failure (adhf). On (B)(6) 2022, the patient was admitted to a different hospital for further management. When a transesophageal echocardiogram (tee) was performed, the peak pressure gradient was 60mmhg and the mean pressure gradient was 43mmhg. On echo, the peak pressure gradient was 62mmhg and the mean pressure gradient was 39mmhg. The patient was not willing to undergo redo surgery. The patient was discharged. It was noted that once the patient comes back, they would plan for replacement. No additional information was provided.